Event description:
It was reported that the ilet¿s screen was cracked when a piece of equipment fell on the user and the device while the user was working in the field. Symptoms included no reported injury or adverse health effects. Outcomes included discontinuation of use of the affected device and provision of a replacement device. Investigation included collection of event details and return of the damaged unit for assessment. Investigation of this case revealed physical damage to the display consistent with external impact, with no indication of device malfunction or alarms prior to damage. It was concluded, based on previously established findings for similar reports, that the cause was user environment¿related accidental damage.